Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was no signal output under the serial digital interface channel due to a defective video board. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera control unit had no serial digital interface signal output. The issue was found during preparation for use. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: faulty video board. Olympus will continue to monitor field performance for this device.